Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the vessel was double wired and the rocket was inflated twice at nominal. Upon removal, resistance was met and it was noted that threads from the shaft of the catheter were on the guide wire. Reportedly no pt injury occurred and no parts of the catheter were left in the pt.